Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the second device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that two osseospeed ev implants were inserted in the mandible of a male patient on (B)(6) 2015. The implants had to be removed on (B)(6) 2015 due to a possible allergic reaction. The clinician stated that the patient had strong pain and headaches, but no infection, and high blood pressure. After explantation of the implants the patient has no pain. It was also reported that the patient is diabetic. The diagnostic findings before explantation are described as "mobility" and "osteolysis". The clinician expressed the suspicion that there may be an allergy to titanium.

Manufacturer narrative:
Evaluation of the implant's surface properties did not show any deviations.